Event description:
After the pocket was closed at implant, it was reported that the device was not pacing. A 'drastic' decrease in lead impedance was also reported, as well as high current drain and no capture. The device subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.